Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia container, used to make a medication, was missing ¿the end membrane port¿ and this caused minimal leakage. This was further described as, when the nurse removed the blue tip protector, they discovered the end of the membrane port was missing ¿the hub or plastic piece to puncture through¿. The issue was identified during setup and preparation in the emergency room. As a result, the nurse continued with a new bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and roughness was observed in the injection site and the injection site came out. The reported condition was verified. The cause of the condition was due to environmental conditions where the product is stored and constantly exposure to any light (especially uv-light), oxygen, ozone, heat, humidity, and any stress. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.